Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging issues with the meter messages. The patient had a low blood sugar of 89mg/dl, but the meter was producing a "high blood sugar pattern" message. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.